Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The patient presented with acute anterior wall myocardial infarction. A coronary angiogram showed coronary artery disease with triple vessel disease. The procedures were performed on left anterior descending (lad) and right coronary arteries (rca). During treatment of 70% stenosed, moderately tortuous and non-calcified rca, a 2.5mm x 15mm quantum? Maverick? Balloon catheter was advanced for post-dilation. However, the shaft bent and eventually fractured. The device was then replaced with a new one, and the procedure was completed. No patient complications were reported.